Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # 1219930-2015-00666. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 1219930-2015-00666 to indicate the change, referencing the new manufacturing report #.

Event description:
According to the reporter, the patient underwent stress urinary incontinence repair. A second procedure was performed on (B)(6) 2006 as a result of recurrent prolapse and onset of stress urinary incontinence.

Manufacturer narrative:
Medtronic complaint number: (B)(4). If information is provided in the future, a supplemental report will be issued.